Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed no anomalies. Event history logs were not available for review. Functional testing was able to replicate the reported issue; the device was found to be displaying the "41622" error code alarm message. The root cause of the reported issue was determined to be a faulty cam flex circuitry. The cam flex circuitry was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device exhibited an error code 41622. It is unknown if there was patient involvement, no adverse patient effects were reported.